Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was reported a patient with a 25mm 3300tfx aortic valve implanted in pulmonary position. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The most likely cause is patient factors, including off-label position of implant, age, and a history of congenital heart disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 3300tfx aortic valve implanted in pulmonary position for seven (7) years, 10 months, underwent valve-in-valve procedure due to pulmonary insufficiency. Patient presented with shortness of breath, heart failure, and chest pain. Tpvr was successfully performed with a 26mm 9750tfx transcatheter valve. The patient was stable and in recovery at the end of the procedure. Patient was discharged on pod# 1.